Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The patient underwent a surgical intervention to remove the device and implant a new ICD. No additional adverse patient effects were reported.